Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. UDI is unknown as part and lot were not provided by the complainant.

Event description:
The report stated that they were experiencing leaking/disconnection issues with their spiros connectors. Most recently at their (B)(6). A spiros started leaking/unscrewing from a patient¿s tubing at a different location than before (where the device is not even supposed to unscrew).the nurse attached the spiros herself to the end of their IV tubing, as they have always done when they have an oncology drug that will run through the tubing. The nurse did hear the click that the spiros was connected properly to the tubing. The nurse started the drug and the patient called out saying something was leaking. On inspection, the nurse saw the leak was coming from between the attachment of the spiros and the bd max zero end cap. She stopped the drug, disconnected the spiros and dried the end cap off as she was instructed to do by the representative when they visited the department. The nurse reconnected the spiros to the max zero end cap and while doing that, the other end of the spiros became disconnected from the IV tubing. The customer asked the nurse if she was sure the spiros was connected to the tubing correctly and she said yes, it was spinning and not able to be unscrewed. So a little concerning that it did fall off the tubing end where it¿s supposed to be locked in. There was patient involvement, but there was no human harm reported.

Manufacturer narrative:
The complaint of leaks on item ch2000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record review couldn't be performed due to the lot number for this complaint was unknown.